Event description:
The patient received her scs system on (B)(6) 2010. It was reported the patient was without stimulation and lost communication with her programmer and charger. It was reported she had lost weight and the ipg felt loose in the pocket site. The patient was scheduled for an appointment with her physician regarding this issue, possibly to include determination if the ipg flipped. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.